Manufacturer narrative:
Follow-up # 1 ¿ (09/04/2014)the lay user/patient¿s products have been returned, and were evaluated on 08/29/2014 by lifescan product analysis with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the one touch ultramini meter is giving inaccurate high reading of ¿297 mg/dl¿ compared to normal reading/feeling. This complaint was classified based on the customer care advocate (cca) documentation and the information obtained on (B)(6) 2014 during a follow-up. The patient claimed she received the reading of ¿297 mg/dl¿ on the subject meter on (B)(6) 2014 at 3 pm. The patient continued to manage her diabetes with metformin on the day of concern. Within 30 minutes, the patient complained she was having symptom described as ¿dizzy.¿ the emt was called at the time of concern. Upon the arrival of the emergency medical technician, the patient was tested on the emt meter at ¿103 mg/dl.¿ at 5 pm, the patient received IV fluid and was given treatment with food and drink. There was no diagnosis of hyperglycemia or hypoglycemia during her hospital visit. The patient indicated that the doctor could not figure if her symptom of feeling dizzy was a result of hypoglycemia or hyperglycemia. During troubleshooting, the patient confirmed that the unit of measurement was set correctly at the time of testing. The test strips were within the discard date. The lfs products were replaced and requested back for investigation. This complaint is being reported because the patient required hcp medical intervention suggestive for acute complication of diabetes after the alleged inaccurate issue began.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter has passed testing for the alleged inaccurate high issue. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.